Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an infection on the scrotum, and scrotal pain. The ipp was explanted, a washout was performed and a malleable device was implanted. There were no further patient complications.